Event description:
Related manufacturer number: 3006705815-2022-15024. It was reported the patient experienced ineffective stimulation due to leads migrating to the middle of t9. Surgery may occur later.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate surgical intervention occurred wherein the leads and anchors were explanted and replaced to address the issue.